Event description:
It was reported that during follow-up, increased impedance and capture thresholds were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Twelve (12) cm of the proximal lead portion was returned. The complaint was verified. Electrical analysis revealed an open circuit due to fractured pacing coil and fatigue.

Manufacturer narrative:
Serial number for this lead was previously reported as (B)(4). This report notes the correct serial number